Event description:
Two endeavor sprint drug eluting stents were implanted in the lad during the index procedure. Cardiac death was reported approximately 11.5 months post index procedure. Cause of death was bilateral pulmonary edema, dilated cardiomegaly and hypertension. Investigator reported that the event was not related to the device.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death).